Manufacturer narrative:
Per good faith effort (gfe) response received 22sep2025, there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The authorized service provider (asp) engineer restarted the device and found that the reported issue could not be duplicated as the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that a white screen slowly appeared on the display after the device was powered on with the switch. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a white screen slowly appeared on the display after the device was powered on with the switch. This investigation is ongoing.